Event description:
Customer reportedly received results in the 300's (mg/dl) and 144 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
While being transferred, the consumer allegedly cut their leg on the end of foley bag hook, requiring staples to close.